Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect computer. No parts have been received by manufacturer for analysis. On 02/24/2016 a medtronic representative performed a navigation system check-out, software test passed. Hardware test failed. Random issue, computer re-booted by itself when set-up operative room. Issue appeared after approximately 2 hours. Tested to unplugged and plugged ram. Issue resolved. The medtronic representative replaced the computer. Device is functional. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that their navigation system would unexpectedly exit. This is a random issue, computer re-boots by itself when setting-up the operative room. No further details regarding this behavior were provided. There was no patient present when this issue was identified.